Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was determined that the device failed uplink testing, and it was determined that its cable was out of specification in an electrical manner. Analysis also found that the lens was cracked. It has been returned to the manufacturer for upper case, cable and device label replacement. No other anomalies were found. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as a trade-in device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.